Event description:
It was reported that a malfunction alarm occurred. A malfunction was reported on the pump by the caller. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.